Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 515200, batch no: unknown. It was reported that during use of the bd phaseal¿ connector luer lock c35 leakage occurred between the injector and the connector. Bd was initially made aware of leakage issue reported on (B)(4). It was not until (B)(6) 2019 that the customer confirmed that there was leakage between the injector and connector. The following information was provided by the initial reporter: event description per sfdc pir states: information related to the leakage with chemo phaseal connector that I discussed with you over the phone. There have been a few leakage incidents and some nurses have been using additional tape to secure the connector and IV line.

Event description:
Material no: 515200 batch no: unknown. It was reported that during use of the bd phaseal¿ connector luer lock c35 leakage occurred between the injector and the connector. Bd was initially made aware of leakage issue reported on (B)(4). It was not until (B)(6) 2019 that the customer confirmed that there was leakage between the injector and connector. The following information was provided by the initial reporter: event description per sfdc pir states: information related to the leakage with chemo phaseal connector that I discussed with you over the phone. There have been a few leakage incidents and some nurses have been using additional tape to secure the connector and IV line.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. While the photo displayed the location of the leak, there was no evidence of a leakage that could be observed from that photo. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the available information we are not able to identify a root cause at this time. The performance of the sealing membrane is reduced after multiple perforations and extended activation time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.